Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 100% to 3% within one day. Customer reported blood glucose (bg) level was 400 (mg/dl). A correction via the pump was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.